Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 566 mg/dl. Customer stated that her last blood glucose was at 88 mg/dl. Customer have taken insulin and its not working. Customer stated that auto mode feature was not active. The insulin pump will not be returned for analysis.